Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Samples returned to manufacturer that have damaged end caps. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged luer cap is confirmed and was determined to be supplier related. Two 19 ga x 0.75 in. Safestep infusion sets were returned for evaluation. An initial visual observation of the returned infusion sets revealed no obvious use residues throughout the returned devices. A microscopic observation revealed white material from each luer cap found inside the proximal luer of infusion set samples 2 and 3. Microscopic observation of the white luer caps from samples 2 and 3 revealed a damaged luer cap where material appeared to be missing and uneven along the section of the luer cap that sits inside the proximal luer of each infusion set. It was determined that the cause of the failure was related to the manufacture of the device.